Event description:
Pt has laxity in the lateral compartment of the knee. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Pt has laxity in the lateral compartment of the knee. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.